Manufacturer narrative:
Concomitant products: addrs1 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low impedance, and fracture was confirmed by x-ray. The lead was damaged at the clavicle close to the connector. It was also reported that the patient had lost weight and the implantable pulse generator (ipg) migrated several inches. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.